Event description:
The pump was returned with no information provided.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Interrogation of the device showed the device contained lioresal.